Event description:
Per user facility medwatch form, (B)(4), during a robotic bilateral salpingo oophorectomy procedure the pouch containing specimen was being manipulated in order to pull it through the trocar site. There was a grasper on the pouch and the pouch tore. There was no patient consequence. Device is not available for return.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. User facility medwatch attached attempts were made to obtain further information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed. (B)(4).